Manufacturer narrative:
Implanted: (B)(6)2018, explanted: (B)(6)2018 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-apr-10. It was reported that the patient underwent a baclofen pump revision and catheter replacement on (B)(6)2018. It was reported that the patient returned on (B)(6)2018 with signs of sepsis and infection, requiring pump and catheter to be explanted. No further complications were reported or anticipated. [Reference regulatory report #3004209178-2018-07935 for the manufacturer's report regarding the pump revision and catheter replaceme nt on (B)(6)2018. ]

Manufacturer narrative:
Continuation of medical devices: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver lioresal [2000mcg/ml] at 600 mcg/day, indicated for cerebral palsy and intractable spasticity. The patient¿s medical history included cerebral palsy. It was reported that the patient developed an infection. The event date was unknown. Surgical intervention occurred, and the whole system was explanted. It was reported that after the pump was explanted, the patient had withdrawal symptoms. It was stated that the patient was treated in the hospital, and has since been released. There were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were performed. As an action/intervention taken to resolve the issue, the patient was treated in the hospital. At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s weight was asked, but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. It was noted that the devices would not be returned for analysis, as they were discarded by the customer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.